Event description:
It was reported that the lead exhibited capture anomalies. Lead repositioning was attempted, during which the patient experienced phrenic nerve stimulation and the stylet could not be fully inserted into the lead. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.